Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs noting the distal interlocking screw of the femoral intramedullary nail is fractured. The nail appears intact, there is no osseous fracture visualized. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent an initial procedure on an unknown date. Subsequently, the patient was revised due to fracture of the distal screw. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.